Manufacturer narrative:
Concomitant: cage, pedicle screw instrumentation (implant (B)(6) 2008). (B)(4): neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with the preoperative diagnosis of severe lumbar radiculopathy. The patient underwent surgery which consisted of a left l4-5 and l5-s1 tlif with percutaneous pedicle screw fusion and right l4-5 partial facetectomy and frameless stereotactic planning. No patient complications were noted. Per the operative report ¿¿thecal sac and conjoined root were reflected medially. Disk space entered. All loose disk material was removed. An interbody device filled with rhbmp-2/acs with additional rhbmp-2/acs anterior to the cage was impacted into the l4-5 disk space. Excellent decompression was noted. Similar procedure was then undertaken at l5-s1 after facetectomy and foraminotomy were completed. The disk space evacuated and again the interbody device filled with rhbmp-2/acs was placed in the l5-sl disk space¿¿ no patient complications were noted. (B)(6) 2008: the patient presented with a rash on face, into the neck, and facial swelling of unknown etiology. The patent reported having similar symptoms in the past and that it usually lasted 1-2 days. The patient associated the rash with sinus symptoms which the patient said they were experiencing prior to the surgery. The patient was also noted to have a back rash probably secondary to use of back brace. The patient underwent a para-nasal CT which demonstrated congestion. (B)(6) 2008: the patient was discharged from hospital. Per the discharge notes the patient had had some post operative numbness in both legs but the preoperative radiculopathy was improved. The patient¿s rash had improved by discharge. (B)(6) 2008: the patient presented with numbness in right thigh and muscles spasms to low back. The patient reported that the numbness was new started after their surgery. (B)(6) 2008: the patient presented with the diagnosis of low back pain and lumbar stenosis. The patient reported numbness in the right thigh and maybe some muscle spasms. X-rays of the lumbar spine were reviewed which showed the pedicle screw fixation was identified from l4 to the sacrum. A radiolucent interbody device was well positioned at l4-l5 and l5-s1. Hemilaminectomy and facetectomy had been performed on the left at l4-l5 and l5-s1. There was a mild curvature to the lumbar spine, apex to the left at l3. Mild spurring was present inferiorly and superiorly at the l3 level. No acute changes are identified. Lateral projection demonstrates a normal] lumbar contour. (B)(6) 2009: the patient reported no pain in back and only some cramping and fatigue. (B)(6) 2009: the patient presented, approx. 3 mo. Post op, with improved intermittent low back pain and stiffness. The patient reported that the numbness in the right thigh was gone. In an addendum to an x-ray it was noted that there was new pelvic tilt appreciated. This appeared to be exaggerating the mild scoliotic deformity appreciated ¿ appearing relatively stable. (B)(6) 2009: the patient presented with low back pain. X-rays revealed two-level pedicle screw fixation was present from l4 to the sacrum. Screws were present at l4, l5, and s1 on the right and at l4 and s1 on the left. The left-sided facetectomies l4-l5 and l5-s1 had been performed. Cages were in good position at each of these levels. Mild scoliotic deformity was seen above the level of the fusion, apex to the right at t12. No acute changes were appreciated. Medications: skelaxin, ibuprofen, prozac. Assessment: low back pain; herniated lumbar disc; lumbar spondylosis, and lumbar stenosis. (B)(6) 2009: the patient presented with the diagnosis of radiculopathy. X-rays showed there was a mild scoliotic deformity apex to the left at ti2 that appeared less significant than on the prior studies. The pelvic tilt appreciated on the prior study was also much less prominent. No acute changes were appreciated. (B)(6) 2009: the patient presented with intermittent back pain with some stiffness. Per the encounter notes, the patient had just come out of an orthrosis for a foot fracture. (B)(6) 2012: the patient presented with low back pain and underwent a CT scan of the lumbar spine which demonstrated that the hardware appeared intact. Fusion grafts were in position there was asymmetric bony encroachment into the spinal canal on the left at l4-l5. Note was made of a transitional lumbosacral junction with a partially lumbarized s1 segment there was mild central spinal canal stenosis related to diskogenic and spondylitic changes at l3-l4. There was a local left-sided paramedian disc protrusion evident at l1-l2 and was also documented on the prior MRI. (B)(6) 2012: the patient underwent a chest x-ray, impression: non-acute chest. (B)(6) 2012: the patient underwent revision surgery. Very prominent scar tissue was identified with extensive granulation tissue around a spur in the left l4 5 foramen.

Manufacturer narrative:
(B)(4)